Event description:
It was reported that in 2001 the pt had a greenfield ivc filter inserted with hooks below the accessory renal vein. In 2001, an arrow 3-lumen catheter was inserted and migration of the icv filter was noted on cxr while checking the catheter placement. On the event date the icv filter was removed and replaced with a birds nest filter in the infrarenal ivc. It is believed that while inserting the catheter over the spring wire guide, the wire hooked on to the greenfield filter causing it to dislodge. There were no pt complications.